Event description:
It was reported via repair work order that the top cover was damaged and there was bodily fluid intrusion on the mattress foam crib. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the top cover was damaged and there was bodily fluid intrusion on the mattress foam crib. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.